Manufacturer narrative:
In response to FDA report number mw5070632. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The event of "reoccurring infections" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Infection ¿ in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Patient reported reoccurring infections, unexplained joint and muscle pain, severe headaches, vision and memory loss, skin issues, multiple ER visits, breast and nipple pain, feeling on fire, sharp chest pain, floaters in the saline implant and the valves are brown on inside, and definitely contaminated and compounded implant. The device has been explanted. This medwatch is for the left side. See MFR # 9617229-2017-00734 for the right side.